Event description:
It was reported that the 6600 system had a damaged high voltage cable intermittently affecting the image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ground connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.